Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported by patient's counsel that patient underwent right total hip arthroplasty in 1996. Post-op, patient experienced pain and revision followed in 2005, wherein wear was noted and the polyethylene liner exchanged.